Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-03051.

Event description:
Device 2 of 2 - reference MFR. Report: 1627487-2018-03051.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The model number and implant date of the concomitant anchor is unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-03051. The patient has two leads. Since it is unknown which lead migrated, both leads are being reported. It was reported the patient (B)(6) experienced ineffective stimulation. Reprogramming was attempted to no avail. X-ray imaging indicated the lead had migrated. Subsequently, surgical intervention was undertaken on (B)(6) 2018 during which the lead was explanted and replaced. Stimulation was restored following the procedure.